Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the power supply. The cause of the smoke was due to the power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer contacted siemens and reported seeing smoke emitting from their advia centaur xp instrument. The customer stated operators were exposed to smoke but did not report any discomfort or harm. There are no known reports of patient intervention or adverse health consequences due to the smoke.